Event description:
A patient underwent a procedure to the left cx. The vessel was moderately calcified and slightly tortuous. The lesion was a de novo. There was 90% stenosis. It was an elective case, and a radial approach was chosen for the procedure. While delivering the cypher (2.5/18mm), the physician encountered fricition. The sds was then retrieved and the stent was noted to have flared strust; per reporter, it was unknown whetehr the struts were proximal or distal. A differnet cypher (size unk) was implanted instead. There was no patient injury. Analysis of the returned product revealed the proximal stent struts to be uplifed- this event is now therefore MDR reportable as a malfunction.